Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The information for these fields are unknown. Date of infection is unknown. Part number: 04.005.428. Synthes lot number: l144745. Release to warehouse date: 21.sep.2016. Manufacturing site: (B)(4). No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. We have received the part for investigation, upon visual inspection of the complaint device it can be seen that we have it received back in a used but good condition. Based on the received information and the received back material we are not able to confirm complaint description (non-union / infection), as the part we have received back is in an undamaged condition and furthermore the part god delivered from warehouse in an unsterile condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(6); (B)(6) hospital ((B)(6)), (B)(6) 2018 . Original surgery done at (B)(6) 2017 removal of tibial nail for non union. Tibia infected. Makeshift antibiotic spacer inserted. No notes available. No more information available. This complaint involves two parts. This is report 3 of 5 for (B)(4).